Event description:
The account alleged the head of the bed would not raise. No patient impact.

Manufacturer narrative:
The account found the head up pilot valve is sticking. The account replaced the head up pilot valve chamber to resolve the issue.

Manufacturer narrative:
The account found the head up pilot valve is sticking. The account replaced the head up pilot valve chamber to resolve the issue.